Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.2 was not detected on bus. A field service engineer (fse) upon arrival drawer 3.2 was not detected on bus, then removed back panel saw that all lights were present on board. Fse reseated cables and verified all cables were not torn or worn out. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 2.1 was not detected on the bus for all medications in that drawer. The customer rebooted the pyxis and attempted to recover the drawer and cubies, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.